Event description:
It was reported that the balloon deflated more often than usual. The user had to re-inflate it every 4 hours and sometimes the user had to put a cap on to limit leakage. It was confirmed that the user used rush "silicospray". No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Five (5) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no defects. Functional testing found no leaks were detected in returned samples; the complaint was not confirmed. Samples passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected.